Event description:
It is reported that the surgeon feels that even when you ream slowly, the reamer grabs at the bone because there is too much space between each cutting edge. The surgeon claims that it doesn't seem to ream very smoothly and that more cutting teeth should be added to the device.

Manufacturer narrative:
Evaluation summary: no product or lot numbers were provided. The design intent of this connection between the driver and the base plate drills, reamers, and plug was to provide a connection which did not require a lock screw, or other threaded feature. If the driver is rotated counter-clockwise while the attached device is not, it will release the connection. The tabs on the driver should restrain the attached device as long as they have been rotated clockwise from the assembly orientation. The surgical technique describes the attachment method. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.